Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the lengths of the devices inside the package are different. One device appears to be 19cm / 7.5 inches and the other is 15cm / 5.9 inches. The specification, 79012no shows the 2 device to be the same length. The specification for the tube, 07663 has the length to be 7 inches / 17.8cm and the specification for the tie, 0555, is to be 0.6 inches / 1.5cm. Both devices are to be approximately 19cm / 7.5 inches in length. Reason for return was confirmed. Note: the initial reporter's name and phone number have not been included due to privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a tournikwik tourniquet set, it was reported that there is usually two 19 cm red tubes in a bag, but there was one 19 cm and 15 cm tubes. The device was replaced. There was no patient involvement, so no adverse effect occurred.